Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl with moderate ketones. Reportedly, the cause of the high bg was unknown; however, the contact suspected that the customer's hormonal changes may be aggravating bg stability. Customer addressed impacted bg with manual injections, a bolus via the pump, and supply changes.